Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was displaying partially. Customer cannot recall their blood glucose reading. Customer stated the insulin pump was neither dropped or bumped. Customer stated there was paint on the screen, customer could not remove the paint on the screen. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit passed self test. No unexpected missing segments/partial display. However display has debris under window, small white spot under window. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.